Manufacturer narrative:
The results of the investigation are inconclusive since the amplifier was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported signal loss and subsequent cancellation could not be conclusively determined.

Event description:
During an atrial flutter ablation procedure a cancellation occurred due to signal loss. Following patient preparation ECG signals were displayed as expected but when the catheter was connected to the recording system, no intracardiac signals were available. The procedure was cancelled. There were no consequences to the patient.